Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose levels, the customer administered correction doses via pump and also received correction injections. Despite the high blood glucose readings, the customer did not require third-party assistance and was able to manage independently. Reportedly, the customer reverted to a backup pump, and manual insulin therapy for insulin therapy.